Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead exhibited twiddler syndrome. An invasive procedure was performed. When the pocket was opened, this lead was observed to have been dislodged and wrapped up in a ball with the right atrial (ra) lead. The lead was successfully explanted and a new lead was implanted without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded following the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.